Event description:
It was reported that while the patient(pt) was recovering in hospital post ICD system replacement, the pt's condition deteriorated. The pt exhibited posturing and was then intubated. Upon device interrogation, it was found that the pt received therapy for vf. Pt was moved from the floor to the critical care unit where he expired later that evening. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received it was reported that the cause of death was ventricular fibrillation. No further information is available at this time.